Event description:
Reportedly, upon a follow-up of this ICD system on (B)(6) 2013, some episodes have been observed in the vf zone showing noise sensing of unknown origin (non-sustained events). The physician decided to increase temporarily the persistence in the vf zone from 10 to 16 cycles. It was indicated that the subject lead is left in-situ. The associated ICD is a sorin brand ovatio dr 6550; sn: (B)(4) (MDR # 9610579-2013-00033).

Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Method - the programmer files were reviewed. Conclusion - the pattern observed on the egms of all these noise sensing episodes strongly suggests a lead issue. The chaotic baseline (saturations, abrupt basic line ruptures) is similar to those observed in case of a lead issue (conductor failure/fracture, insulation breakage). The phenomenon seems to be intermittent, which explains that impedance fluctuations related to such issues are not likely detected during manual impedance measurements.